Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2015 with the following findings:a review of the black box indicated multiple call service 052 alarms. The returned battery cap contacts were found to be within required specifications. The battery compartment was found to be cracked. There was no evidence of any moisture in the battery compartment. The returned battery cap was able to secure to the pump and maintained an electrical connection. The pump powered on with functional auditory and vibratory features, but the display remained blank. The presence of audio tone and vibratory function are evidence that there was power to the pump. The pump cover was removed for further investigation and a single component failure was found. Product analysis did not duplicate the alleged "no power" issue. The incident of the blank screen may potentially lead the user to suspect the pump had no power when, in fact, power is present as evidenced by the audio tone and vibration functioning on start-up.